Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl and he was treated with food and glucose tablets. The customer stated that he was sleeping prior the low glucose awareness. Advised the customer to speak with his doctor regarding his low glucose level and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.